Manufacturer narrative:
H3 device evaluation - the driver's t25 tip is fractured. The fracture is multi-planar and skewed relative to the driver's longitudinal axis. This type of fracture is typical of combination loading. Torsional loading in combination with bending moments are the likely cause for the observed fracture but crack initiation from prior usage can not be ruled out as a potential contributing cause. Review of device history records found fifty-two (52) pieces of lot 12877ts released for distribution on (B)(6) 2021 with no deviation or anomalies. Two-year complaint history review did not reveal a trend for reports of this nature for this part number. No corrective actions are recommended.

Event description:
It was reported the a revision procedure was performed on (B)(6) 2024 to extend the existing construct. While attempting to remove the existing previously torqued lock screw from the illiac bolts, the tip of the t25, lock-screw torque driver, reform (39-rd-0060) broke. The broken tip piece was removed with bayonet forceps and the procedure was completed utilizing the second driver readily available in the set. There was no patient injury but a one (1) minute delay to the procedure.